Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double been for no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing cracked. Upon inspection, customer problem was not duplicated. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.